Event description:
Pt underwent right total knee replacement during 1987 at another facility. An all poly type patellar component was revised during 1990 by another surgeon. The patella demonstrated wear and loosening at the time of the patellar component revision. The pt underwent replacement of the tibial tray insert during 1991. A thicker tibial tray was inserted. The pt continued to complain of pain in the knee. He complained of pain over the patella and pain with walking and range of motion. His activity level had decreased due to pain. Conservative therapy measures had failed. The pt was admitted to the hosp for revision of the right knee. Intraoperatively, tibial fragmentation of the patella and tibial insert, with articular surface wear of the femoral component and metallosis were found. There was wearing on the femoral groove on the femoral component. There were fragments of polyethylene throughout the knee. The components were removed without difficulty. The knee was thoroughly debrided of all synovial tissue. Cultures were taken and reported as negative for organism growth.